Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.